Event description:
It was reported that the patient experienced pain in the scrotum and unable to manipulate the pump, in (B)(6) 2018. The pump was repositioned but the patient still experienced scrotum swelling with an inflatable penile prosthesis (ipp). The patient was prescribed with antibiotics. The patient still experienced the pump was difficult to manipulate and inflation issues. Diagnostic testing was suggested to confirm why the pump was malfunctioning and if the tubing was kinked. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.